Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but was not returned therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Device history record review was unable to be performed as the lot number was not provided.

Event description:
It was reported that the case was to remove a screw (ar-1357, line 201460) implanted on (B)(6) 2016 for a tibial tubercle osteotomy. The screw in the initial case was being removed from the patient because it "was bothering" the patient. Per the arthrex representative, the patient was not having any reactions. During the removal of the screw, the tip of the driver (ar-1995shn, line 200081) broke and a fragment of the screw remains in the patient. The representative was not present during the breakage. There is no plan for an additional surgery to remove the un-retrieved fragment. Follow up investigation: all fragments of the driver were retrieved from the patient. The surgeon attempted to remove the remaining portion of the screw using an unknown device, but the head of the screw along with a couple of threads broke off. The head of the screw and the broken threads were removed from the patient. The remaining part of the screw was beneath the bone and the surgeon made the decision to leave it as he believed the broken part of the screw was the cause of the irritation. No x-rays were taken after the procedure.